Manufacturer narrative:
S/w ver 2.9d pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, damaged serial number label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump got damaged. The customer stated that she was changing her line, the line was slightly pulled on top of the reservoir compartment. The customer's blood glucose was unknown. The product was returned for analysis.